Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs') and uterine perforation ('feeling of uterine perforation') in a (B)(6) female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (she was 13 years old.), pregnancy and parity 2. Concurrent conditions included menopause since 2015 and diabetes mellitus. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), abdominal pain lower ("strong cramps in low abdomen"), breast pain ("mastalgia"), abdominal distension ("distention"), oedema ("edema"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), headache ("heavy headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pains"), fatigue ("fatigue"), loss of libido ("no libido"), dyspareunia ("pain during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("articular pain"), mood altered ("mood changes / sadness"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell from vaginal discharge"), urinary tract infection ("urinary tract infection") and anxiety ("anxiety / anguish"). The patient was treated with diclofenac diethylamine (anti inflammatory), ibuprofen;methocarbamol (analgesic & muscle relaxant) and surgery (salpingectomy for videolaparoscopy to remove essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, uterine inflammation, arthralgia, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, urinary tract infection and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, back pain, dyspareunia and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: intratubary micro device normopositioned. Urine analysis - on (B)(6) 2019: negative. X-ray of pelvis and hip - on (B)(6) 2012: linear metallic material in pelvis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmented in reproductive organs") and uterine perforation ("feeling of uterine perforation") in a 46 year-old female patient who had essure inserted (lot no. 664664). Additional non-serious events are detailed below. The patient had a medical history of hearing loss in 2012, hearing loss bilateral in 2007, menarche (she was 13 years old.) In 1987 and tinnitus, oligohydramnios, antepartum, gastrooesophageal reflux, smoker (5 packs), drug allergy, caesarean section (in 1995 pregnancy planned, less 4000g and in 2003 pregnancy unplanned, less 4000g) and gravida ii (in 1995 pregnancy planned, and in 2003 pregnancy unplanned). Denies blood transfusion and trauma, physical exercise, denies history of gynecological cancer (breast, uterus, ovary) in the family. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as menopause since 2015 and diabetes mellitus. Concomitant products included paracetamol for postoperative care since (B)(6) 2019, ibuprofeno for postoperative care since (B)(6) 2019, cloridrato de ondansetrona (ondansetron hydrochloride) for preoperative care and postoperative care since (B)(6) 2019 with a previous dosage regimen since (B)(6) 2019, tramadol for preoperative care since (B)(6) 2019, cefazolina sodica (cefazolin sodium) for antibiotic prophylaxis since (B)(6) 2019, dipirona sodica (metamizole sodium) for preoperative care since (B)(6) 2019, tenoxicam for antibiotic prophylaxis since (B)(6) 2019 and omeprazol [omeprazole]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain ("pelvic pain / stabbing pain on both sides of belly and lower back after essure placement"), pain in extremity ("leg pain"), back pain ("lumbar pains / stabbing pain in lumbar region"), dyspareunia ("pain during and after intercourse") and alopecia ("hair loss"). On (B)(6) 2012 she experienced nasal septum deviation ("septal deviation") and otosclerosis ("otosclerosis"). In (B)(6) 2013 she experienced chronic sinusitis ("chronic sinusitis"). In 2015 she experienced premature menopause ("menopause premature") and pain in hip ("stitching and pain in the hip recurrent"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), abdominal pain lower ("strong cramps in low abdomen"), breast pain ("mastalgia"), abdominal distension ("distention"), oedema ("edema"), heavy menstrual bleeding ("heavier menstrual bleeding with clots, sometimes for 15 days"), headache ("heavy headache "), peripheral swelling ("swelling of legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue"), loss of libido ("no libido"), uterine inflammation ("uterine inflammation"), joint pain ("articular pain"), mood altered ("mood changes / sadness"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), a first episode of vaginal discharge ("strong smell from vaginal discharge"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety / anguish"), abdominal discomfort ("burning sensation in lower abdomen"), chromaturia ("dark urine"), musculoskeletal pain ("bothers the left buttock 24 hours a day, with a medium-intensity stabbing pain"), ophthalmic migraine ("diffuse daily headache, of great intensity, with scotomas"), irritability ("irritability"), a second episode of vaginal discharge ("discharge that varies from unpleasant odor to odorless, color varies from light to beige"), constipation ("constipation") and dysuria ("pain on urination"). The patient was treated with anti inflammatory (diclofenac diethylamine), analgesic & muscle relaxant (ibuprofen;methocarbamol), paracetamol, dorflex (caffeine;metamizole sodium;orphenadrine citrate), torsilax (caffeine;carisoprodol;diclofenac sodium;paracetamol), naproxeno [naproxen], prednisona [prednisone] and busonid (budesonide) as well as surgery (salpingectomy for videolaparoscopy to remove essure on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia and pain had not resolved. The outcomes for device breakage, uterine perforation, abdominal pain lower, breast pain, abdominal distension, oedema, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, uterine inflammation, joint pain, alopecia, adenomyosis, intra-abdominal fluid collection, urinary tract infection, anxiety, premature menopause, abdominal discomfort, chromaturia, musculoskeletal pain, pain in hip, ophthalmic migraine, irritability, constipation, dysuria, chronic sinusitis, nasal septum deviation, otosclerosis and the last episode of vaginal discharge were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, pain in hip, joint pain, back pain, breast pain, chromaturia, chronic sinusitis, constipation, device breakage, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intra-abdominal fluid collection, irritability, loss of libido, mood altered, musculoskeletal pain, nasal septum deviation, oedema, ophthalmic migraine, otosclerosis, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, premature menopause, tremor, urinary tract infection, uterine inflammation, uterine perforation, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure administration. The reporter commented: on (B)(6) 2020 - transvaginal ultrasound uterus antiversoflexion 66 cm³ endometrium 4 mm right ovary 2.8 cm³ left ovary 2.7 cm³, free attachments no changes. On (B)(6) 2020 full blood test, red blood cells count unremarkable except to rdw 11.5% (reference 12-17%), white blood cells count unremarkable except to eosinophill percentage 0.8% (reference 1-5%), fsh 92.7 mui/ml (reference post menopause 26.72-133.41 mui/ml, t4 0.87 ng/dl (reference 0.7-1.48 ng/dl), tsh 0.71mcui/ml (0.35-4.49 mcui/ml), hiv atibody not reactive, hepatitits b and c antibody not reactive. On (B)(6) 2021 gynecological consultation after salpingectomy in 2019 patient complaining of chronic pelvic pain. Patient wants to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test ( 0.6- 7.5 mcg/l)] on (B)(6) 2019: 1.38 mcg/l [blood pressure measurement] on (B)(6) 2013: 120/65 mmhg; on (B)(6) 2019: 87/124 mmhg, 86/131 mmhg, 79/135mmhg, 78/139 mmhg and 120/90 mmhg [body height] on (B)(6) 2019: 167 cm [body mass index] on (B)(6) 2019: 24 [culture urine] (date unknown): inconclusive [gynaecological examination] on (B)(6) 2019: flushed and hydrated mucous membranes, flacid, painless abdomen, absence of palpable masses.pubic pellification of gynecoid shape and quantity. Trophic vulva, with large and small lips with normal dimensions without alterations. Specular examination showed a cervix with jec 0 without ulcers or polyps. Vaginal secretion with a characteristic and usual appearance, color and odor. Vaginal examination, uterus in anteversoflexion, with regular surface and normal dimensions. Adnexa without changes [heart rate] on (B)(6) 2013: 72 beats/min; on (B)(6) 2019: 83 beats/min, 77 beats/min, 85 beats/min and 95 beats/min [human chorionic gonadotropin] on (B)(6) 2012: negative [hysteroscopy] on (B)(6) 2019: intratubary micro device normopositioned [oxygen saturation] on (B)(6) 2013: 99 %; on (B)(6) 2019: 99 % [pathology test] on (B)(6) 2019: material: salpingectomy. Macroscopy: two tubular segments of light brown and elastic fabric, 1.5 cm long each. In the light, they show an intratubal device. Conclusion: right and left tubes marked by a chronic fibrosing inflammatory process, in activity (in the context of using an intratubal device) [specialist consultation] on (B)(6) 2019: patient complaining of stabbing pain on both sides of the belly and lumbar region, relates the onset of symptoms after insertion of a microdevice, essure, inserted on (B)(6) 2012. Headache, hair loss, pain in the lower abdomen, stabbing pain in the lumbar region, dyspareunia, pain in the lower limbs, pain when urinating, reports the onset of symptoms since insertion; on (B)(6) 2019: patient with satisfactory postoperative evolution. Refers denies abdominal pain; on (B)(6) 2019: atient with satisfactory postoperative evolution, but reports persistent pain in the pelvic region [ultrasound scan vagina] on (B)(6) 2019: uterus with normal shape, volume, contours, tomography and echotexture, with centered endometrium, measuring 3.1 mm in thickness (normal up to 4mm in the absence of hormone replacement therapy). The largest uterine diameters measure 68mmx40mmx36mm, respectively longitudinal, transverse and anteroposterior diameters, with a volume of 51.4cm3. Right ovary has normal contours, shape and echogenicity, measuring 15mmx13mmx 7mm with a volume of 0.8cm3 the left ovary has normal contours, shape and echogenicity, measuring 14mmx13mmx 7mm with a volume of 0.7cm3. Conclusion: ultrasonographic examination was normal [urine analysis] on (B)(6) 2019: negative [weight] on (B)(6) 2019: 67 kg [x-ray of pelvis and hip] on (B)(6) 2012: linear metallic material in pelvis lot number: 664664 manufacturing date: 2009/09 expiration date: 2012/09 concerning the injuries reported in this case, the following ones were described in patient medical records hair loss, pain legs, back pain, pelvic pain female, painful intercourse, menopause premature, burning sensation in abdomen, dark urine, pain in hip, buttock pain, ophthalmic migraine, irritability, offensive vaginal discharge, constipation, chronic sinusites, nasal septum deviation, otosclerosis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: the follow information were included physician's reporter, other primary's reporter, patient's updated lab data, medical history, historical drug, other concomitant producs, treatment products new events menopause premature, burning sensation in abdomen, dark urine , pain in hip, buttock pain , ophthalmic migraine, irritability, offensive vaginal discharge, constipation, chronic sinusitis, nasal septum deviation, otosclerosis, essure start date updated from 2014 to (B)(6) 2012, onset date added to events hair loss, pain legs, back pain, pelvic pain female, painful intercourse. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmented in reproductive organs") and uterine perforation ("feeling of uterine perforation") in a 46 year-old female patient who had essure inserted (lot no. 664664). Additional non-serious events are detailed below. The patient had a medical history of deafness unilateral in 2012, hearing loss bilateral in 2007, menarche (she was 13 years old.) In 1987 and tinnitus, oligohydramnios, antepartum, gastrooesophageal reflux, smoker (5 packs), allergy to antibiotic, multiple cesarean sections (in 1995 pregnancy planned, less 4000g and in 2003 pregnancy unplanned, less 4000g) and gravida ii (in 1995 pregnancy planned, and in 2003 pregnancy unplanned). Denies blood transfusion and trauma, physical exercise, denies history of gynecological cancer (breast, uterus, ovary) in the family. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as menopause since 2015 and diabetes mellitus. Concomitant products included paracetamol for postoperative care since on (B)(6)2019, ibuprofeno for postoperative care since (B)(6) 2019, cloridrato de ondansetrona (ondansetron hydrochloride) for preoperative care and postoperative care since (B)(6) 2019 with a previous dosage regimen since (B)(6) 2019, tramadol for preoperative care since (B)(6) 2019, cefazolina sodica (cefazolin sodium) for antibiotic prophylaxis since (B)(6)2019, dipirona sodica (metamizole sodium) for preoperative care since (B)(6)2019, tenoxicam for antibiotic prophylaxis since (B)(6) 2019 and omeprazol [omeprazole]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain ("pelvic pain / stabbing pain on both sides of belly and lower back after essure placement"), pain in extremity ("leg pain"), back pain ("lumbar pains / stabbing pain in lumbar region"), dyspareunia ("pain during and after intercourse") and alopecia ("hair loss"). On (B)(6) 2012 she experienced nasal septum deviation ("septal deviation") and otosclerosis ("otosclerosis"). In (B)(6) 2013 she experienced chronic sinusitis ("chronic sinusitis"). In 2015 she experienced premature menopause ("menopause premature") and pain in hip ("stitching and pain in the hip recurrent"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), abdominal pain lower ("strong cramps in low abdomen"), breast pain ("mastalgia"), abdominal distension ("distention"), oedema ("edema"), heavy menstrual bleeding ("heavier menstrual bleeding with clots, sometimes for 15 days"), headache ("heavy headache "), peripheral swelling ("swelling of legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue"), loss of libido ("no libido"), uterine inflammation ("uterine inflammation"), joint pain ("articular pain"), mood altered ("mood changes / sadness"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), a first episode of vaginal discharge ("strong smell from vaginal discharge"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety / anguish"), abdominal discomfort ("burning sensation in lower abdomen"), chromaturia ("dark urine"), musculoskeletal pain ("bothers the left buttock 24 hours a day, with a medium-intensity stabbing pain"), ophthalmic migraine ("diffuse daily headache, of great intensity, with scotomas"), irritability ("irritability"), a second episode of vaginal discharge ("discharge that varies from unpleasant odor to odorless, color varies from light to beige"), constipation ("constipation") and dysuria ("pain on urination"). The patient was treated with anti inflammatory (diclofenac diethylamine), analgesic & muscle relaxant (ibuprofen;methocarbamol), paracetamol, dorflex (caffeine;metamizole sodium;orphenadrine citrate), torsilax (caffeine;carisoprodol;diclofenac sodium;paracetamol), naproxeno [naproxen], prednisona [prednisone] and busonid (budesonide) as well as surgery (salpingectomy for videolaparoscopy to remove essure on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia and pain had not resolved. The outcomes for device breakage, uterine perforation, abdominal pain lower, breast pain, abdominal distension, oedema, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, uterine inflammation, joint pain, alopecia, adenomyosis, intra-abdominal fluid collection, urinary tract infection, anxiety, premature menopause, abdominal discomfort, chromaturia, musculoskeletal pain, pain in hip, ophthalmic migraine, irritability, constipation, dysuria, chronic sinusitis, nasal septum deviation, otosclerosis and the last episode of vaginal discharge were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, pain in hip, joint pain, back pain, breast pain, chromaturia, chronic sinusitis, constipation, device breakage, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intra-abdominal fluid collection, irritability, loss of libido, mood altered, musculoskeletal pain, nasal septum deviation, oedema, ophthalmic migraine, otosclerosis, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, premature menopause, tremor, urinary tract infection, uterine inflammation, uterine perforation, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure administration. The reporter commented: on (B)(6) 2020 - transvaginal ultrasound uterus antiversoflexion 66 cm³ endometrium 4 mm right ovary 2.8 cm³ left ovary 2.7 cm³, free attachments no changes. On (B)(6) 2020 full blood test, red blood cells count unremarkable except to rdw 11.5% (reference 12-17%), white blood cells count unremarkable except to eosinophill percentage 0.8% (reference 1-5%), fsh 92.7 mui/ml (reference post menopause 26.72-133.41 mui/ml, t4 0.87 ng/dl (reference 0.7-1.48 ng/dl), tsh 0.71mcui/ml (0.35-4.49 mcui/ml), hiv atibody not reactive, hepatitits b and c antibody not reactive. On (B)(6) 2021 gynecological consultation after salpingectomy in 2019 patient complaining of chronic pelvic pain. Patient wants to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test ( 0.6- 7.5 mcg/l)] on (B)(6) 2019: 1.38 mcg/l [blood pressure measurement] on (B)(6) 2013: 120/65 mmhg; on (B)(6) 2019: 87/124 mmhg, 86/131 mmhg, 79/135mmhg, 78/139 mmhg and 120/90 mmhg [body height] on (B)(6) 2019: 167 cm [body mass index] on (B)(6) 2019: 24 [culture urine] (date unknown): inconclusive [gynaecological examination] on (B)(6) 2019: flushed and hydrated mucous membranes, flacid, painless abdomen, absence of palpable masses.pubic pellification of gynecoid shape and quantity. Trophic vulva, with large and small lips with normal dimensions without alterations. Specular examination showed a cervix with jec 0 without ulcers or polyps. Vaginal secretion with a characteristic and usual appearance, color and odor. Vaginal examination, uterus in anteversoflexion, with regular surface and normal dimensions. Adnexa without changes [heart rate] on (B)(6) 2013: 72 beats/min; on (B)(6) 2019: 83 beats/min, 77 beats/min, 85 beats/min and 95 beats/min [human chorionic gonadotropin] on (B)(6) 2012: negative [hysteroscopy] on (B)(6) 2019: intratubary micro device normopositioned [oxygen saturation] on (B)(6) 2013: 99 %; on (B)(6) 2019: 99 % [pathology test] on (B)(6) 2019: material: salpingectomy. Macroscopy: two tubular segments of light brown and elastic fabric, 1.5 cm long each. In the light, they show an intratubal device. Conclusion: right and left tubes marked by a chronic fibrosing inflammatory process, in activity (in the context of using an intratubal device) [specialist consultation] on 04-jul-2019: patient complaining of stabbing pain on both sides of the belly and lumbar region, relates the onset of symptoms after insertion of a microdevice, essure, inserted on (B)(6) 2012. Headache, hair loss, pain in the lower abdomen, stabbing pain in the lumbar region, dyspareunia, pain in the lower limbs, pain when urinating, reports the onset of symptoms since insertion; on (B)(6)2019: patient with satisfactory postoperative evolution. Refers denies abdominal pain; on (B)(6) 2019: atient with satisfactory postoperative evolution, but reports persistent pain in the pelvic region [ultrasound scan vagina] on (B)(6) 2019: uterus with normal shape, volume, contours, tomography and echotexture, with centered endometrium, measuring 3.1 mm in thickness (normal up to 4mm in the absence of hormone replacement therapy). The largest uterine diameters measure 68mmx40mmx36mm, respectively longitudinal, transverse and anteroposterior diameters, with a volume of 51.4cm3. Right ovary has normal contours, shape and echogenicity, measuring 15mmx13mmx 7mm with a volume of 0.8cm3 the left ovary has normal contours, shape and echogenicity, measuring 14mmx13mmx 7mm with a volume of 0.7cm3. Conclusion: ultrasonographic examination was normal [urine analysis] on (B)(6) 2019: negative [weight] on 19-nov-2019: 67 kg [x-ray of pelvis and hip] on (B)(6) 2012: linear metallic material in pelvis lot number:664664 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs') and uterine perforation ('feeling of uterine perforation') in a 46-year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (she was 13 years old.), gravida ii and parity 2. Concurrent conditions included menopause since 2015 and diabetes mellitus. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), abdominal pain lower ("strong cramps in low abdomen"), breast pain ("mastalgia"), abdominal distension ("distention"), oedema ("edema"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), headache ("heavy headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pains"), fatigue ("fatigue"), loss of libido ("no libido"), dyspareunia ("pain during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("articular pain"), mood altered ("mood changes / sadness"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell from vaginal discharge"), urinary tract infection ("urinary tract infection") and anxiety ("anxiety / anguish"). The patient was treated with diclofenac diethylamine (anti inflammatory), ibuprofen;methocarbamol (analgesic & muscle relaxant) and surgery (salpingectomy for videolaparoscopy to remove essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, uterine inflammation, arthralgia, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, urinary tract infection and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, back pain, dyspareunia and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2019: intratubary micro device normopositioned. Urine analysis - on (B)(6) 2019: negative. X-ray of pelvis and hip - on (B)(6) 2012: linear metallic material in pelvis. Lot number: 664664, manufacturing date: 2009/09, expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.